Manufacturer narrative:
The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis. During processing of this complaint, attempts were made to obtain complete event, patient and device information but not received. The unique device identifier (UDI #) is unknown because the lot and part number were not provided.

Event description:
It was reported the patient lost therapy as the ipg reached end of service (eos). It is unknown if the ipg depleted prematurely. As a result, the patient underwent surgical intervention wherein the ipg was explanted and replaced to address the issue.